Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the visual inspection indicated that the tap fractured by ductile shear/torsional overload. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. The most likely contributors to the reported issue include torsional overloading of the instrument and the hardness of the patient's bone.conclusion: the most likely root cause could not be identified.

Event description:
It was reported that during es2 surgery, when the surgeon was using the tap the tip was broke.

Event description:
It was reported that during es2 surgery, when the surgeon was using the tap the tip was broke.